Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt presented for an office visit indicating that she "no longer felt either normal mode or magnet mode stimulation, but that she feels the device trying to stimulate", and she had experienced one seizure on two separate dates. System diagnostics run during office visit yielded high impedance, indicating possible lead malfunction. Reported at a later date that "pt was seen in the hospital emergency room due to a seizure." Patient subsequently underwent a full vns therapy system replacement.